Manufacturer narrative:
There is no indication of any system or component failure. The patient did not experience any drainage or other symptoms of infection until two months after the procedure to implant the device, seeming to indicate that the infection was not likely caused by the device itself. Infection at surgical incisions is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with leads targeting the cluneal nerve. In may 2024 the firm was notified that the patient was experiencing what was described as sudden drainage from the ipg incision site on the low back. Per the physician, there was a possibility of infection and physician was concerned that the implant had been somehow compromised. On (B)(6) 2024 a surgical procedure was performed to remove the existing nalu system, irrigate and clean the incision area, and place a new nalu system.